Manufacturer narrative:
Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact bg value was not provided. Reportedly, the pump shutdown due to normal battery depletion, and due to the pump battery not being charged by the customer. The pump was powered back on, and a manual insulin injection was administrated to address high bg level.